Event description:
It was reported that the patient underwent right knee revision due to pain, decreased daily activities, and ambulation difficulties about eighteen months after the initial surgery. During the revision, synovitis, tibia was completely loose and cement fragments were noted. All components were exchanged without complications. Patella remained implanted. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This is a combination product. (B)(4). D10 - femur cemented posterior stabilized (ps) narrow right size 6, item# 42500006002, lot# 64839380; articular surface fixed bearing posterior stabilized (ps) right 13 mm height, item# 42522400513, lot# 63772113; tibia cemented 5 degree stemmed right size d, item# 42532006702, lot# 64929669, (2 pcs); all-poly patella cemented 29 mm diameter, item# 42540200029, lot# 64969221. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Device is used for treatment. Medical records were provided and reviewed by a health care professional. No specific contributing factors have been found in the medical records of the initial total knee arthroplasty. Review of the revision surgery notes showed that patient had an history of falls with syncope episodes just after the initial surgery, which may have weakened the prosthesis and cement. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.